Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device powered up with an error once after the power supply was replaced. As a result a printed circuit board was replaced. It was also noted that the power cord door was damaged, the power supply inside was rattling around and no longer worked, a hinge plate screw was missing. Concomitant products: product ID; 2067l, radiofrequency head. Product ID: 229047, analyzer. (B)(4).

Event description:
The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.